Event description:
The customer reported a high ma error message during a procedure with patient involvement, therefore this malfunction may have resulted in a possible aro (accidental radiation occurrence). There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The transformer and the surge suppressor were replaced during the service call. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.